Event description:
The customer reported approximately one cup of clear fluid leaked from the bottom of the instrument and onto the counter involving the coulter act diff 12 analyzer. During system troubleshooting, the customer noted the red blood cell (rbc) and white blood cell (wbc) baths full and not draining. Beckman coulter customer technical support (cts) instructed the customer to drain the baths and flush the baths with bleach, which resolved the reported issue. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issue. (B)(4).